Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Plastic sheath splitting/cracking/breaks. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. During the procedure, when pulling the plastic sheath through, the plastic sheath broke. This left one piece of sheath in the grasper and one piece of sheath in the patient that was successfully removed vaginally. A second device was used to successfully complete the procedure with no adverse patient consequences.